Event description:
It was noted that the patient had been symptomatic to the noise oversensing. No further information was available.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient's right atrial lead demonstrated insulation and noise issues during a device check. The noise resulted in an inappropriate mode switch. The right atrial lead was capped and replaced on (B)(6) 2018. The patient was stable before, during, and after the procedure.